Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of crack: 5. Precautions. Juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra¿ xc where the "hub cracked" when starting to inject the patient.